Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va08ytx, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va090aq, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported a replacement occurred on (B)(6) 2015, it was believed all parts of the lead were explanted. The patient was doing much, much better and the patient was receiving effective therapy. The patient, provider and family were pleased. Upon receiving additional information it was indicated that the information reported in manufacturers report number: 3004209178-2015 -04048 pertained to this event. Any additional information received going forward will be reported under this manufacturer's report number.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# va08ytx , implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 -(B)(6), explanted: 2015 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# va090aq, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the left lead broke at the stimloc and the patient had a return of parkinsonian symptoms. The left lead broke and the left extension was damaged from the patient twiddling the implantable neurostimulator (ins). Impedance testing and x-rays had been done. The right ins had flipped from patient¿s twiddling and the flip was confirmed by x-ray. The ins had flipped back to the correct position. The lead and extension were replaced. During the revision, the patient¿s healthcare professional opened the right pocket, untangled the extensions, and then reattached the ins inside the pocket. The cause of the event was determined to the ins twiddling by the patient. The issue was resolved after the lead and extension was replaced and the right pocket was revised.

Manufacturer narrative:
Analysis of the lead (B)(4) found the conductor of the lead was broken (overstress/damage). All conductors were broken 9.1 cm from the distal end of the lead. Analysis of the extension (B)(4) found the outer insulation of the extension body was twisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported an x-ray confirmed the left lead and extension were fractured. The left lead and extension were showing a change in impedance which was concerning for an open circuit. The patient had a loss of therapeutic effect and undesirable stimulation. The patient had stopped talking, more difficulty eating and had significant amount of weight loss, increased and worsening spasticity, and increased contractures of the left upper extremity. The lab results in (B)(6) showed increased magnesium, pralbuminum, sodium, potassium, phosphorous, glucose, cpkt, vitamin b12, d250ht, and chloride. Lab work in (B)(6) showed normal sodium and decreased creatinine with increased chloride. X-ray's also revealed no change in position of bilateral stimulators and the frontal approach wires were intact. Etiology was due to the left lead and extension and was related to the device or therapy and unlikely related to the implant procedure. The event resulted in in-patient hospitalization and pro-longed hospitalization.

Manufacturer narrative:
Evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated lead (lot no. Va08ytx) was targeting the right stn.